Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Per the customer, spo2 reading failed after 5 days of measurement. The problem occurred while reconnecting the sensor. The customer de- and reconnected the sensor but no number was displayed. Customer de- and reconnected the cable at the monitor with the same result. While observing the sensor the emitter and detector were well aligned. The red light was emitting red light on a continuous base. The customer changed sensor and cable and afterwards the measurement was okay with a normal value and pleth. No known impact or consequence to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor detector was separated from its housing which caused the device to display an error message on the monitor. The sensor was found to be non-functional.